Event description:
The customer reported to baxter mexico of a flo-gard infusion pump that experienced failure code 94. It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with failure code 94 was confirmed in the sample evaluation. The cause of the problem was a damaged main battery. To fix the problem, the main battery was replaced onsite at the facility by a baxter field service technician.